Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not function properly. There was no patient harm reported, and procedure was completed with an alternate device. It was reported that surgery time was extended by approximately 10 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.